Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was observed. (It had been noted that staff discarded the lead. However, it was returned.) Dried blood/body fluid was noted in the lead lumen. Analysis also noted that lead had induced damage (deformed conductor coils, cuts and electro-cautery). However, it was concluded that there was nothing visually wrong with the lead that would cause a dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed, and the lead was explanted and replaced. The lead was discarded and will not be returned for reliability analysis. No adverse patient effects were reported.